Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went as high as 300 mg/dl. Customer advised they changed out the set 3 times and had ketones. Troubleshooting for the no delivery alarm was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message. Customer did not want to return the set and the reservoir for analysis. Customer advised they would like to receive replacement sets and reservoirs. Customer was advised to call when the alarm occurs in order to troubleshoot.